Manufacturer narrative:
The unit was received with a missing retainer, a broken reservoir tube lip, a missing reservoir tube o-ring, a cracked case, cracked battery tube threads, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called to report that the display was cracked. The customer did not know how the damage occurred. The customer's blood glucose reading was 169 mg/dl. The customer was sent a replacement and was informed to return their device for failure analysis.